Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the rear therapy electrodes. Patient described the rash as itchy and felt like it was burning. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to apply a cortisone cream to the rash. Follow up indicated that the cream is helping with the skin irritation.